Event description:
It was reported that the stent dislodged inside the patient and surgery was required for removal. The target lesion was located in the mid left anterior descending artery (lad). The 24x3mm synergy¿ stent delivery system (sds) was introduced but was unable to cross the target lesion due to an occlusion. An attempt was made to remove the sds but the stent dislodged and remained in the ostium of the lad. Surgery was required to remove the stent. It was noted that the stent had gotten caught in the struts of a previously implanted permeable stent in the proximal lad. The stent and date of implantation were unknown. As the patient was under antiplatelet therapy, following surgery to remove the synergy¿ stent, the patient was bleeding and had renal failure. It was reported that dialysis is needed. The patient is still hospitalized.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that the stent was not returned for analysis. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the inner and outer were kinked at several locations distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that the patient was discharged home.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).